Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed during a recent follow-up visit. The device's battery was showing 1.5 years remaining, and the power consumption was at 366% usage. The device's outputs were reprogrammed to a fixed setting. A copy of device memory was saved and submitted to technical services (ts) for battery analysis. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. Ts reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
At this time it is unknown as to whether this device is available for return. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed during a recent follow-up visit. The device's battery was showing 1.5 years remaining, and the power consumption was at 366% usage. The device's outputs were reprogrammed to a fixed setting. A copy of device memory was saved and submitted to technical services (ts) for battery analysis. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. Ts reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Additional information was received, indicating that it is believed that the cardiologist went ahead and replaced the device with a competitors device. No additional adverse patient effects were reported. At this time it is unknown as to whether this device is available for return. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed during a recent follow-up visit. The device's battery was showing 1.5 years remaining, and the power consumption was at 366% usage. The device's outputs were reprogrammed to a fixed setting. Device data has also been collected, and submitted to technical services for further review of the battery. No further information is available at this time. This device currently remains implanted and in service. No adverse patient effects were reported.